Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caregiver states the brakes aren't holding.

Manufacturer narrative:
Additional/updated information was added to reflect the serial number/model number being provided.

Event description:
The caregiver states the brakes aren't holding.